Manufacturer narrative:
Visual examination of the returned device confirms wear of the poly material. There is nothing however that appears excessive for the length of time implanted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised because of pain with poly wear.